Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, when the fast fix t1 implant was deployed by the physician, the t2 was deployed as well; however only t1 was deployed through the meniscus. All ts were removed; also no click was heard during the use of the implant. The loss of these implants caused a less efficient and incomplete meniscus repair. But the surgery was completed successfully with a back-up device; after non-significant time loss of less than 30 minutes. No further complications were reported.